Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited high capture threshold measurements and high impedance measurements. Programming changes were made. The patient was in stable condition.